Event description:
On 05/23/2024, zyno medical received a report that during preventive maintenance (pm), the pump had a flowrate offset % from 8 to -2. The recalibrated flowrate from 8 to -10 failed at 213.90, 6.95, and then passed at -0.91. There was no patient involvement.

Manufacturer narrative:
This pump underwent routine maintenance testing where the flowrate offset % fell outside the acceptable range. Consequently, the pump's flowrate was recalibrated and then passed at -0.91, verifying the recalibration addressed the flowrate issue. A CAPA has been established to investigate this failure mode to determine the root cause.